Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. Before balloon dilation, the wire guide was locked with the elevator of the endoscope near the coating transition on the wire guide. The physician had difficulty moving the wire guide through the catheter after the balloon dilation. It was noticed that the coating of the wire guide was peeling off the catheter near the transition. No section of the device detached inside the endoscope or patient. The procedure was completed with this device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. A 0.7cm section of the hydrophilic coating approximately 26.0cm from the distal tip was damaged. The damaged section was turned inside out and pulled over itself exposing part of the core wire. No part of the coating or device is missing. There are scratches in the coating proximal to the exposed core wire section. No severe kinks were observed but there were some minor bends along the length of the wire guide. Two sealed devices were returned and checked with a ring gauge. Both passed the ring gauge test. The joint between the coating and the tip is correct and had no separation. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel and/or device lumen can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with no-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.